Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This patient suffered from meningitis. Since then the hearing performance started decreasing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
As per further information received, the patient suffered from meningitis two years ago, prior to implantation. This led to ossification of the cochlea. The patient now is having a decrease in hearing performance with the device.

Manufacturer narrative:
According to received information, the patient suffered from meningitis prior to implantation, which led to cochlear ossification, and now reports a decrease in benefit from the device. However, in situ device testing and diagnostic imaging show normal results. Thus, no available information points to the device having caused or contributed to the observed unsatisfactory hearing perception, which is most likely attributable to an unrelated medical condition. The device remains implanted and in use.

Event description:
It was initially reported that this patient suffered from meningitis. Since then the hearing performance started decreasing. As per further information received, the patient suffered from meningitis two years ago, prior to implantation. This led to ossification of the cochlea. The patient was vaccinated against meningitis before implantation. The patient is now having a decrease in hearing performance with the device. In situ testing results are within normal limits. A complete insertion of the active electrode array was achieved at implantation and no migration was observed. No re-implantation is considered.